Event description:
A customer reported to beckman coulter (bec) that coulter act diff hematology analyzer was intermittently leaking fluid at the probe. The spill was not contained within the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place. No patient results were affected and there was no death, injury or change to patient treatment associated to this complaint. The field service engineer (fse) could neither observe nor reproduce the leak. The failure mode is unknown. The aspiration probe may have blood and diluent present during operation and cleaner while in shutdown.

Manufacturer narrative:
(B)(4).